Event description:
The hospital reported that insulation on the bipolar terminal has come loose from vasoview hemopro 2. No fragment detached into the harvesting tunnel or inside the patient. The instrument malfunction occurred externally, and no foreign material entered the surgical field. No retrieval was necessary. No abnormal resistance was noted during insertion. The device was used according to the manufacturer¿s instructions for use. The procedure could be completed with the device. No significant procedural delay occurred. The device malfunction was recognized immediately, the instrument was removed, and the procedure was continued with a new sterile device without relevant time loss. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b6, b7, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported lot # unk for lot #'s 3000508867, 3000514708 and 3000515212 there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a.